Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the implant is not working like it was. They said they could sleep the whole night without leakage, but that is no longer the case. The patient said their healthcare provider (hcp) suggested increasing stimulation 0.2v. During the call, the patient connected to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased from 2.4v to 2.6v. The patient was advised to review any directions previously provided by the hcp, consider completing a voiding diary to track progression/therapeutic response, and follow up with the hcp if the problem does not resolve; they were redirected to their hcp to address symptoms as necessary. Additional information received from the patient on 2018-05-24 who asked when they were going to see results; they are still leaking during the day, night, and evening and they just adjusted the stimulation. The patient is asking how much they can increase stimulation. During the call, they connected to their ins which showed stimulation was on; they are at 2.6v on program 4. As a result of what was reported, they were redirected to their hcp. How to programs function was reviewed with the patient. It was further reviewed that the patient should consult their hcp's office regarding symptoms and setti ng. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back because they had spoken with their hcp and were given permission to change programs. The patient changed from program 4 to program 1. Patient confirmed they were able to increase the amplitude until they felt stimulation sensation. It was recommended the patient monitor their symptoms to see if p1 was more effective for them and if not follow-up with their managing physician.